Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 08/31/2017. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: unknown/ not provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zkb00 17.5 intraocular lens iol was explanted/exchanged as the patient had residual cylinder of only .75. It's reported that it really made a difference when corrected. The surgeon exchanged the zkb00 for a model zxt iol. No further information was provided.